Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair, when deployed t2 of the fast fix 360, it was found that t1 was pulled out at the same time. Both ts were removed. The patient's condition is relatively stable. The procedure was completed with a significant delay greater than 30 minutes using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. The information provided states: ¿during a meniscus repair, when deployed t2 of the fast fix 360, it was found that t1 was pulled out at the same time. Both ts were removed¿. Visual assessment showed depth limiter was cut to surgeon¿s desired length. The delivery needle was bent. T1 deployed and t2 were not returned. An exact root cause cannot be determined, however factors that may affect device functionality include: excessive force and proper use of device. The instructions for use states device, ¿do not bend delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.